Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. The ht bmw universal ii 190cm j guidewire (gw) was used in the percutaneous coronary interventional procedure, but after the gw was removed from the patient, the polymer coating was noted to split and exposing the core. It was confirmed that nothing remained in the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported coating damage was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to confirm the reported material split, cut or torn. There was no damage noted to the guide wire. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Return device analysis was unable to confirm a split in the polymer coating; however, the polymer coating was thin approximately 3.5cm proximal to the tip for approximately 1cm. No additional information was provided.